Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percutaneous access set was used in the kidney during a percutaneous nephrostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was used as a micropuncture system; however, the indication for use of the device is for percutaneous nephrostomy. Reportedly, this event caused delay to the procedure which resulted to pain and bleeding of the patient. The reported injury does not require further medical intervention and the procedure was completed with another percutaneous access set. Additionally, it was confirmed that there was no issue noted on the device. The patient condition at the conclusion of the procedure was reported to be stable.